Event description:
(B)(4). Event occurred in the united states. The patient reported that on the night of (B)(6) 2019, while sleeping the infusion set's tubing broke. The patient woke up with blood level of 477 mg/dl and noticed that it was disconnected from where it hooks on, at the quick release/site connector. The site location was at the backside of patient's left hip and the pump was located at same side as that of the infusion set on the left. The infusion had been in use within 24 hours. Reportedly, the infusions were stored inside the bedroom in the tub. The patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, the patient took a correction with the pump when blood glucose level was 323 mg/dl. Upon investigation performed on the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.